Event description:
Healthcare Professional reported ¿signs of intracapsular rupture. No signs of free silicone" and "A 13 mm cystic image is observed" which is not device related. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: rupture.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.